Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative had patient's mother confirm bluetooth settings and found listed an old g5 transmitter. Dexcom representative advised patient's mother to remove that association, disable then re-enable bluetooth, remove and re-install the g5 application, and manually entered the current transmitter ID, which was unsuccessful. No additional patient or event information is available.